Manufacturer narrative:
(B)(4). One actual and four companion samples were received for sample evaluation. None of the five samples could be confirmed for any damage. No morphological features were observed that would impinge the normal mechanical function of the device. The cause was undetermined. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that the tubing of a transfer set was defective. The issue occured prior to use. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12g26022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.